Manufacturer narrative:
(B)(4). This event occurred in bel.

Event description:
The customer received questionable glucose results from accu-chek inform ii meter serial number (B)(4). The patient came to the emergency department on (B)(6) 2016 and the glucose result from the meter when she arrived was 483 mg/dl. The result from a blood sample in the laboratory was 445 mg/dl. On (B)(6) 2016 before breakfast, the result from the meter at 09:38 am was 87 mg/dl. The result from the meter at 09:45 am was 350 mg/dl and from the meter at 09:49 am was 190 mg/dl. No results were reported to the patient nor medical personnel treating the patient. The patient was not adversely affected. The suspected meter and strips were requested to be returned. However, the meter was destroyed and will not be returned.

Manufacturer narrative:
Accu-chek inform ii meter serial number (B)(4) was received for investigation and was tested with strip retention material of lot 474478 and qc material. Control ranges: level 1: 30-60 mg/dl, level 2: 261-353 mg/dl. Results: level 1: 42, 41, and 43 mg/dl, level 2: 288, 289, and 281 mg/dl. All results were within acceptable range. No information was provided that would point to a cause for the result discrepancy.

Manufacturer narrative:
As no product was received for investigation, a specific root cause could not be determined. The patient was hyperglycemic which could have impaired the peripheral circulation causing the result discrepancy.